Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with more than 80 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.